Manufacturer narrative:
Photo inspection concluded that it was trim in the seal. Trim in the seal is caused by the trim wheel breaking and getting caught in the seal. Operators are instructed to watch for this issue and not to load the ffs pockets. The likely root cause is operator error. Product has been notified of this issue and quality will continue to monitor. Device not returned, picture provided.

Event description:
Customer reported on (B)(4) that 1 pc contained a packing failure. Product in seal.